Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to be in good physical condition. Device underwent functional testing for relief alarm pressure, and an audible alarm check. The reported customer complaint was unable to be confirmed; no alarms. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pneupac ventipac ventilator alarms. No adverse effects were reported. No further information is available.